Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left lower side'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 41-year-old female patient who had essure (batch no. B02265) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2013, the patient experienced cystitis ("infection ¿ bladder infections, uti") and urinary tract infection ("infection ¿ bladder infections, uti"). On (B)(6) 2018, the patient experienced uterine prolapse ("reproductive system disorder or condition ¿ uterine prolapse"), 4 years 8 months after insertion of essure. The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, cystitis, urinary tract infection and uterine prolapse outcome was unknown. The reporter considered cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2013 given initially, but in current pfs (B)(6) 2013 was given diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left lower side'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year old female patient who had essure (batch no. B02265) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. On (B)(6) 2013, the patient had essure inserted in 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced cystitis ("infection ¿ bladder infections, uti") and urinary tract infection ("infection ¿ bladder infections, uti"). On (B)(6) 2018, the patient experienced uterine prolapse ("reproductive system disorder or condition ¿ uterine prolapse"), 4 years 7 months after insertion of essure. The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, cystitis, urinary tract infection and uterine prolapse outcome was unknown. The reporter considered cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2013 given initially, but in current pfs (B)(6) 2013 was given diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received: case became incident. Lot number, date of removal and events onset date were added. Injury nos was replaced with new events- pelvic pain, vaginal bleeding, menorrhagia, dysmenorrhea, bladder infection, uti, uterine prolapse. Date of insertion was updated. Reporters, patients dob, demographics, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left lower side/lower pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia(heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 41-year-old female patient who had essure (batch no. B02265) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced cystitis ("infection ¿ bladder infections, uti") and urinary tract infection ("infection ¿ bladder infections, uti"). On (B)(6) 2018, the patient experienced uterine prolapse ("reproductive system disorder or condition ¿ uterine prolapse"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced bladder disorder ("bladder probs") and urinary tract disorder ("urinary probs"). The patient was treated with surgery (ablation and underwent hysterectomy(full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, uterine prolapse, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2013 given initially, but in current pfs (B)(6) 2013 was given plaintiff received treatment for pain, bleeding, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: adenomyosis and leiomyoma. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: bladder probs and urinary probs added. On 26-nov-2019: no new information received. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.